Manufacturer narrative:
One used burr was returned for evaluation. Functional testing was performed and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was not deburred and there was a slight crack noted on the outer hub. Scoring was also noted on the inner tube. Measurements of the scoring locations were taken and the following scoring marks were noted: .1970 inches on the proximal end; 1.2435 inches on the heat shrink; 0.2330 inches on the bushing. A review of the device history records was performed which confirmed no inconsistencies . After the evaluation, a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that there were metal shavings during the surgery but were retrieved when the surgeon utilized a shaver to suck out the pieces. A five minute delay was reported.